Manufacturer narrative:
Continuation of concomitant products: 5071-35 lead, implanted (B)(6) 2015; 5071-35 lead implanted, (B)(6) 2015; 5866-38m adaptor, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to increased sensing integrity counter (sic), oversensing/noise, and high rate non-sustained episodes. The lead later alerted for a high and undefined pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
T was further reported that the lead had been reprogrammed. No patient complications have been reported as a result of this event.